Manufacturer narrative:
Follow-up #1: date of submission 03/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: the cartridge compartemnt was found to be intact. Unrelated to the intial complaint, the battery compartment was found to be cracked under the grip pad at the case seal. The battery cap was not returned; a test cap was used during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the cartridge compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.